Manufacturer narrative:
(B)(4). Cankaya, d., akti, s., yasar, n. E., karakus, d., unal, o. K., karhan, t. E., sezgin, e. A. (31 mar 2021). Total infrapatellar fat pad excision leads to worse isokinetic performance in total knee arthroplasty: a randomized controlled trial. The journal of knee surgery, published online ahead of print. Https://doi.org/10.1055/s-0041-1727114. Concomitant devices: unknown vanguard tibial component catalog #: ni lot #: ni, unknown vanguard tibial bearing catalog #: ni lot #: ni. Correspondence: author. Report source: foreign: (B)(6). The product could not be evaluated and the reported event was not confirmed. The device history records and sterile certifications could not be reviewed as the lot number associated with the reported event is unknown. All devices manufactured by zimmer biomet follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. Superficial infections are procedure-related complications. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet such as hospital/surgical environment, provider-related risk factors and/or patient comorbidities. The reported event is considered procedure-related. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2022-00171 and 0001825034-2022-00172.

Event description:
It was reported in a journal article that one patient was treated medically without revision to address a superficial infection following knee arthroplasty. Attempts were made, however, no additional information is available at this time.

Manufacturer narrative:
(B)(4). Cankaya, d., akti, s., yasar, n. E., karakus, d., unal, o. K., karhan, t. E., sezgin, e. A. (31 mar 2021). Total infrapatellar fat pad excision leads to worse isokinetic performance in total knee arthroplasty: a randomized controlled trial. The journal of knee surgery, published online ahead of print. Https://doi.org/10.1055/s-0041-1727114. Concomitant devices: unknown vanguard tibial component catalog #: ni lot #: ni, unknown vanguard tibial bearing catalog #: ni lot #: ni. Correspondence: author. Report source: foreign: (B)(6). The product could not be evaluated and the reported event was not confirmed. The device history records and sterile certifications could not be reviewed as the lot number associated with the reported event is unknown. All devices manufactured by zimmer biomet follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. Superficial infections are procedure-related complications. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet such as hospital/surgical environment, provider-related risk factors and/or patient comorbidities. The reported event is considered procedure-related. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2022-00171 and 0001825034-2022-00172.

Event description:
It was reported in a journal article that one patient was treated medically without revision to address a superficial infection following knee arthroplasty. Attempts were made, however, no additional information is available at this time.